Event description:
In the middle of the treatment a blood lead was noted. It was confirmed with a positive hemastix test. The dialyzer had 24 reuses. There was no medical intervention.

Manufacturer narrative:
The facility uses the renatron reuse system with renalin. The renatron has had periodic maintenance and has been calibrated. Both were performed on schedule. The average number of reuses that the facility is getting with these dialyzers is 24-25. This number has not increased or decreased in recent months. The ro water source psi going into the reuse system is 20 psi for rinsing CT 190 g dialyzers.there is a regulator on the water source going into the reuse system. The facility does pre-process dialyzers and the dialyzers pass leak testing prior to use. Dialyzers are pre-rinsed before they are placed on the renatron and there is a regulator o this water source. It is the same water. There are two lines and two regulators. The facility has been using the CT 190g dialyzers for 4 years. 95% of the patients at this facility use the CT 190g dialyzers.a follow-up report will be submitted following the completion of the device evaluation.